Manufacturer narrative:
Patient¿s date of birth/age, gender and weight are unknown. Date of event: unknown. PMA / 510k: this report is for two (2) unknown proximal titanium locking screws/unknown lot. Partial part number reported as 04.005.4xx; without the specific part number; the UDI number is unknown. Implanted date: the original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a right tibia shaft non-union, four broken titanium locking screws and a possible infection underwent a tibia nail- expert hardware removal was performed on (B)(6) 2018. The surgeon opened the non-union site, retrieved culture samples and removed non-union bone. All screws and broken pieces were removed (distal broken x 4, proximal intact x 2). An expert tibia nail (9mm x 360mm) was removed. A new expert nail was implanted (10mm x 360mm) with three distal screws and two proximal, antibiotic cement was placed at the non-union site. The original implant date is unknown. The revision surgery was successfully completed with no surgical delays. The previously implanted hardware was removed easily. The devices are not available for investigation but photos of the screws were forwarded for investigation. This report is for two (2) unknown proximal titanium locking screws. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report addressed the two (2) unk - nail head elements: screw (part unknown / lot unknown) which were reported with the complaint category of ¿no reported product problem: adverse event : nrm¿ for infection. However, the devices were not returned for investigation; only a picture was provided. Device condition: the provided picture was reviewed. The image shows six (6) screws. Two (2) screw are intact with wear consistent with use and no identified defects. Based on the provided information no determination regarding the reported infection can be concluded. Thus, as no issue was identified, the complaint condition for these devices could not be confirmed and could not be replicated. Lot number review: a DHR review could not be performed as the lot numbers are unknown. Drawing review: the part number for each of the screws displayed in the photo could not be definitively determined as the devices were not received for inspection. However, based on the blue color coding, head shape, flutes, and the mating nail, 04.034.346s, the screws are likely from the 04.005.4xx family. Thus, the drawing review for this family was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the physical devices were not received dimensional or material testing could not be completed. Conclusion: a device inspection via the provide photo was performed as part of this investigation. Based on the provided information no determination regarding the reported infection can be concluded. No definitive root cause was able to be determined as circumstances surrounding the event are unknown and the device was not returned for physical inspection. No malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.